Event description:
During a discussion with beckman coulter regarding a separate event, the customer indicated the lab obtained an elevated accu tnl result from a single patient which exceeded "panic level value". The result was generated by the access 2 instrument. The elevated accu tnl result was not reported out of the lab. The customer indicated the patient sample was repeated on another instrument in the customer's lab and the accu tnl result obtained was within the "normal range. The customer did not provide any actual resutl values or additional information regarding this event. The customer indicated that there has been no change to the patient treatment that can be attributed to this event.